Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155315

Event description:
It was reported via the food and drug association (FDA) medwatch program that right atrial (ra) lead had device sensing issues in the form of p-wave amplitude variation. No further information was provided.